Event description:
It was reported that per the neurologist the patient is having an increase in seizures and the battery was last known to be at 11%. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received from the physician indicating that the patient's concurrent medical illness may have lead to the increase in breakthrough seizures.

Event description:
The patient's implant and warranty registration card was received indicating the patient received a prophylactic battery replacement. Product return attempt was made however it was indicated that the explanted device was discarded.